Event description:
Case saver feature activated. Max available ho: yag pulse rate reduced to 40 hz. Yag power reduced to 60 watts. The holmium was used at a higher power/pulse and for a great length of time yesterday. That was probably the most we have used the laser in one case. It is giving this error but it is usable once we pass this screen. We will not be using it at a higher power/pulse today. I will also call the manufacturer rep. Manufacturer response for holmium laser, (brand not provided) (per site reporter). Manufacturer replaced optics on laser.